Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the returned device was completed. Endologix received one (1) afx2 bifurcated stent graft and one (1) afx vela suprarenal for evaluation. A comprehensive assessment was conducted on the returned devices, which were securely packaged in a box and transported in a biohazard containment bag. Before evaluation, the devices underwent a decontamination process to eliminate potential contaminants. Upon visual inspection of the afx2 bifurcated stent graft, it was observed that a puncture/tear was identified on both sides of the graft at the bifurcation. The afx vela suprarenal also showed multiple punctures/tears along the stent. This finding corresponds to characteristics indicative of a type iiib endoleak. The reported damages (type iiib endoleak) were confirmed based on the identification of punctures/tears within the afx2 bifurcated stent graft and the afx vela suprarenal material. It is important to note that the damages may have also occurred during the explant procedure. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix confirms the presence of a type iiib endoleak involving the vela sr cuff and main body. The surgical conversion and explant are also confirmed. This is consistent with the reported adverse event/incident. The type iiib endoleak is confirmed; however, the causation could not be definitively determined, as damage may have also occurred during the explanation procedure. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated. D9: device avail. For eval - updated. G3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
Approximately five (5) years ago, a patient underwent implantation of an afx2 bifurcated stent graft and an afx vela suprarenal stent graft for the treatment of an abdominal aortic aneurysm (aaa). On (B)(6) 2025, during a follow-up at shin tokyo hospital, an endoleak of indeterminate origin was detected. As the source of the endoleak could not be identified, open surgical intervention was performed. During the procedure, the afx2 bifurcated stent graft and the afx vela suprarenal stent graft were explanted. Upon inspection, the afx2 bifurcated stent graft exhibited damage near the suture connecting the main body and legs, resulting in a hole in the bifurcated section. The vela suprarenal also showed signs of damage. Following explantation, a y-graft was implanted. The final status of the patient remains unknown, as it was not provided to endologix. Additional information: on (B)(6) 2020, a patient underwent implantation of an afx2 bifurcated stent graft and an afx vela suprarenal stent graft for the treatment of an abdominal aortic aneurysm (aaa). On (B)(6) 2025, during a follow-up at shin tokyo hospital, an endoleak of indeterminate origin was detected. As the source of the endoleak could not be identified, open surgical intervention was performed.

Event description:
Approximately five (5) years ago, a patient underwent implantation of an afx2 bifurcated stent graft and an afx vela suprarenal stent graft for the treatment of an abdominal aortic aneurysm (aaa). On (B)(6) 2025, during a follow-up at shin tokyo hospital, an endoleak of indeterminate origin was detected. As the source of the endoleak could not be identified, open surgical intervention was performed. During the procedure, the afx2 bifurcated stent graft and the afx vela suprarenal stent graft were explanted. Upon inspection, the afx2 bifurcated stent graft exhibited damage near the suture connecting the main body and legs, resulting in a hole in the bifurcated section. The vela suprarenal also showed signs of damage. Following explantation, a y-graft was implanted. The final status of the patient remains unknown, as it was not provided to endologix.

Manufacturer narrative:
The device involved in this event has been explanted and expected to be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device has not been returned.